Event description:
Customer reported that the insulin pump's vibrate feature was not functioning properly. Customer reported that the beep function was sounding, but the vibrate feature would not work. During troubleshooting, customer reported that the insulin pump did not vibrate during the vibrate test. Blood glucose level was 170 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump failed to vibrate during the self test due to a broken black vibrator wire. No cosmetic damage was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.